Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2018 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).